Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that they obtained discordant ggt, iga and cknac results on three patient samples on an advia chemistry xpt instrument. Due to the discordant results, the lamp on the instrument was replaced. Siemens determined that the "variance" error triggered on the discordant results was potentially due to an old lamp or dirty cuvettes. The customer reported that there were no further errors since the lamp was replaced. The cause of the discordant ggt, iga and cknac results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Flagged, discordant, falsely elevated gamma-glutamyl transferase (ggt) and creatinine kinase (cknac) results were obtained on two patient samples on an advia chemistry xpt instrument. Additionally, a flagged discordant, falsely low immunoglobulin a (iga) result was obtained on another patient sample on the same instrument. None of the discordant results were reported to the physician(s). The samples were repeated on the same instrument after the lamp on the instrument was replaced and higher results for ggt and cknac and lower results for iga were obtained on the samples. The repeat results were reported, as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ggt, iga and cknac results.